Event description:
The customer reported that during hiv-1 p24 antigen assay, sample bar codes in positions h4, a7, and a8 were misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.